Event description:
It was reported that the system stored an episode of false atrial fibrillation due to oversensing of noise. The signal on the stored electrogram was railing up and down. Technical services reviewed and discussed bringing the patient into the clinic for some testing. There were no adverse patient effects. The system remains implanted.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise, with no conclusive evidence of a specific cause. Please see the complaint for more information regarding the specific circumstances of this event.